Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 512 mg/dl. The other blood glucose level was 140 mg/dl, 349 mg/dl. The customer was treated with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer troubleshoot was performed for high glucose. The insulin pump will not be returned for analysis.